Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating that device was "heating up". It is known the device was used in surgery. It is known that there was no injury or medical intervention. There was no add'l info provided.